Event description:
Customer reported the insulin pump displayed the battery was two bars full and the following day the device will beep then shut off. Customer stated her blood glucose was 109 mg/dl and then she ate cake, treated and an hour later it would be at 489 mg/dl. The device had alarmed no power twice. The device was alarming off no power two minutes after the low battery alarm occurred. Battery cap was not loose, cracked, or damaged. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received within normal operating currents, no unexpected low battery alarm or off no power alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.